Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 512 mg/dl at the time of incident and current blood glucose was unknown. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device passed the delivery accuracy test. Device received with stained address or serial number label.